Event description:
A nurse reported that the phaco tip was broken during cataract surgery. The broken tip was removed without causing any damage. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
This report originally filed as [2523835-2024-01604]. One opened phacoemulsification tip with a wrench was received. Sample was visually inspected and found to be nonconforming. Broken at cone to transition area, breakage is very jagged. Crack observed on the cannula where the part broke in 2 pieces. Uneven wall thickness observed. Walls were observed to be thin. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip is broken. The reason for breakage is due to uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phacoemulsification tips. An investigation has been initiated and is currently in progress, to further investigate the broken phacoemulsification tip. All phacoemulsification tips are 100 percent visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance, such as the foreign material in the phacoemulsification tip cannula exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).